Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016, the patient had been in the hospital for elevated blood glucose (bg) over 500mg/dl with blurred vision, nausea, symptoms of dehydration, chest pain, confusion. The patient was reportedly diagnosed with diabetic ketoacidosis and was treated with insulin via the pump, insulin via injection, and intravenous fluids. The patient reportedly remained on the pump. During troubleshooting it was determined that the pump had emitted an ¿auto off¿ alarm based on programmed settings, and the user was unaware of this alarm¿s functionality. The auto off settings and bolus history were reviewed, and indicated that the alarm had functioned appropriately. No pump defects were found during troubleshooting. The reporter noted that the patient also had a chest infection and was on steroids and antibiotics, and that the patient was also taking hormones for underactive thyroid. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump, associated with inadequate response to an appropriately emitted alarm.